Manufacturer narrative:
(B)(4): curette broken; approximately 3mm of tip missing and not returned for analysis. Microscopic examination of fracture revealed a fairly tortuous, ductile fracture surface and no indications of fatigue were visible, suggesting failure due to bending stresses. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the tip of the instrument was broken during surgery. All parts of the instrument were recovered. No pt complications were reported.